Manufacturer narrative:
The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to implant fracture and pain.

Manufacturer narrative:
Additional information which was received on jan 30, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to implant fracture and pain. X-rays revealed a not perfectly centered plate. Seemingly the plate first got bent then it fractured.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h6 correction: b4 - g4 - g7 - h2 - h10 DHR review: as no lot number was provided, the device history records could not be reviewed. Trend analysis: analysis could not be performed as no item numbers are available. Event description: claim for damages allegedly caused by breakage of a zimmer biomet plate implanted on december 28th, 2016 and revised on april 19th, 2017. Part and lot number of this plate are unknown. Review of received data: no medical data such as x-rays or surgical notes were received. Third-party technical evaluation was received and reviewed. Document describes a not perfectly centered plate. According to this report, the plate could have first gotten bent and then fractured. However this information could not be confirmed as no x-rays were received in spite of several due diligence attempts. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check could not be performed as there is no item# reported. DHR review could not be performed since no lot number was available. Conclusion: claim for damages allegedly caused by breakage of an unknown zimmer biomet plate implanted on december 28th, 2016 and revised on april 19th, 2017. Patient had received the implant due to trauma that led to a proximal fracture of the right tibia. Patient's bone anatomy, activity level, or adherence to rehabilitation protocol remain unknown. The investigation results did identify a non-conformance or a complaint out of box (coob). Based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is cmp-0566432.

Event description:
Please refer to report 0009613350-2020-00007-1